Event description:
The hub of the diffusics came off while still attached to the patient. The IV was disconnected. The catheter was intact. No harm to patient from broken diffusics.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: catheter, intravascular, therapeutic, short-term less than 30 days.

Event description:
The hub of the diffusics came off while still attached to the patient. The IV was disconnected. The catheter was intact. No harm to patient from broken diffusics.